Event description:
It was reported that the pt expired. The cause of death was not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. "Reporting this to medtronic because of a urgent medical device correction they received for the pt." It is unclear what urgent medical device correction they were referring to. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.